Event description:
3 years post op pt. Complained of pain and instability in the knee. Pt.'s physical exam showed the knee was unstable especially in flexion. X rays revealed slight varus alignment primarily as a result of tibial component positioning. On the femoral side, the joint line had been raised somewhat and the femoral component might have been a little bit undersized. Upon removal of the knee, the polyethylene portion of the cck peg was fractured resulting in metal on metal articulation.

Event description:
3 years post op pt. Complained of pain and instability in the knee. Pt.'s physical exam showed the knee was unstable especially in flexion. X rays revealed slight varus alignment primarily as a result of tibial component positioning. On the femoral side, the joint line had been raised somewhat and the femoral component might have been a little bit undersized. Upon removal of the knee, the polyethylene portion of the cck was fractured resulting in metal on metal articulation.